Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. This is a product not distributed in the us and does not have a 510k number. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Event description:
A customer reported to baxter (B)(4) of an administration set in which customer observed saline solution leaking from underneath the micron filter of the set. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample and companion sample were available at the plant for evaluation. Visual inspection did not reveal any non-conformities. The actual sample was leak tested under water and no leaks were revealed. The set was then attached to a viaflo bag and a colored solution was infused (in order to detect easier the reported leak). There were no leaks revealed. The companion sample was also leak tested and this set did not leak. Hence, due to the fact that the issue was not confirmed, the cause of this condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.